Manufacturer narrative:
A ge service representative performed an onsite investigation. The system cmos settings were evaluated and reset. The hard disk drive was also reformatted and the associated software and configuration files were reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.